Event description:
It was reported that an ilet insulin pump exhibited a screen malfunction in which the display showed lines and was unresponsive while the device continued to emit audible alerts, and the user denied any recent drop or impact. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no medical intervention. Investigation included customer interview, troubleshooting guidance, and arrangements for device replacement and return of the original unit. Investigation of this case revealed a suspected display failure of the pump user interface while core pump functions continued to operate. It was concluded that the event involved a device display malfunction with no user injury and that the device would be replaced to restore full functionality.